Event description:
It was reported that patient had a stroke prior to device implant and reported that shortly after she got the device she started having spasticity which was believed to be caused by the stroke. The patient turned stimulation off 3 days prior to this call because her toes were feeling tight. The patient stated it has been going on and off for some time. It was noted that since turning her stimulation off her toes feel a little bit better/slightly better. It was noted that sometimes if patient¿s stimulation was too high her toes curl but this was a different kind of curling. It was indicated that during the day she could go 4 or 5 hours without going to the bathroom. It was noted that at night she went every 1-1.5 hour and this has been going on since implant. The patient needed assistance to turn stimulation back on and after turning stimulation on patient stated "there go my toes". The patient reported seeing the message to replace the batteries in the patient programmer (pp). The patient called back later that same day reporting experiencing loss of therapeutic effect, their toes felt tight and not fully emptying their bladder. The patient mentioned they turned the neurostimulator (ins) off 2 days prior to this call "because patient had developed spasticity. (Patient noted they will be getting another manufacturer device for that). The patient reported that their toes are feeling tight and they don't know if it was the ins or the spasticity. It was noted that patient got it back on at the setting that the health care provider had put it on. The patient stated she had had this over a year and had not had another urinary tract infection (uti), which was the purpose of it, however was not emptying their bladder. The stated she just went a few minutes ago but knew there was more in there that was not coming out." The patient was not sure if they need to change programs. It was noted that health care provider was notified and "they went in (surgically) and adjusted their wires." The revision was "over a week ago, about 2 weeks ago." The patient felt stimulation, "but don't feel like she was emptying their bladder.¿ the patient could not remember for sure if the stimulation effect was different than prior to the revision but the only thing she could say for sure was that she had not had another uti. It was noted that the health care provider was okay for patient programs to be change and patient had 2 programs. Additional information received on 2015-03-16 reported it was unknown if patient was getting 50% greater symptom reduction. It was noted that the cause of the event was not determined and unknown if it was device related. It was noted that reprogramming was performed on the day of this call. It was noted that the tined lead was replaced on 2015-(B)(6). It was noted that four days from previous call patient indicated that they were still having concerns regarding their device or therapy but was working with health care provider or manufacturer representative. There was no appointment scheduled at this time. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0f43k, implanted: 2014-(B)(6), product type lead. Product ID 3889-28, lot# va0f43k, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).